Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical trial representative reported that they were experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was were 356 mg/dl and 420 mg/dl. The customer did experienced the symptoms such as fever. The insulin pump will not be returned for analysis.